Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when patient presented in the clinic, a systemic infection was observed on the device and leads. Patient was asymptomatic from the infection. Physician does not suspect infection is due to any procedure. Vegetation was observed on the leads however no pocket infection or erosion was observed. Device and leads were explanted. An external pacemaker is being used. No plan has been made implant a new system. Patient was stable.